Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 525 mg/dl and 325 mg/dl. The customer reported that they treated high blood glucose level with insulin pump. The customer also reported that there was a leak in the reservoir at the bottom. The customer reported that there was fluid under the lcd screen and compartment. The reservoir will be returned for analysis.